Event description:
The device stopped working. It was implanted approximately three years ago. Devices of this type normally continue to work for a period of ten years. The device was recently removed from the patient.